Event description:
12/1999 laparoscopic appendectomy; not unusual in process/outcome. 10/2000 pt presents to primary md with gi symptoms. CT scan reveals foreign object in abdomen. 03/2001 pt has "foreign object" removed via laparoscopic surgery. Surgeon/hospital examine removed objects=3 pieces of metal, band-like in appearance; believe is part of endopouch disposable product used during 12/1999 surgery.